Manufacturer narrative:
Additional/updated information was added to reflect additional information being provided concerning the complaint issue. The rear shock was able to be tightened by the tbm in the field to correct the issue of the anti-tippers not coming up off the ground.

Event description:
Anti tipper are not coming off the ground, always on the ground. Shocks are not moving, appears to be locked in place. Any type of bump keeps the drive wheels off the ground. Because of the consistent dragging the left side anti tipper is now bent.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Anti tipper are not coming off the ground, always on the ground. Shocks are not moving, appears to be locked in place. Any type of bump keeps the drive wheels off the ground. Because of the consistent dragging the left side anti tipper is now bent.